Event description:
Initially it was reported that the patient expired. The reporter indicated that the "patient was septic" and that the death was not device related. Additional information received indicated the patient was living at a nursing home. The patient had developed rhabdomyolysis and was supposed to have the pump replaced because it was old. The patient had abnormal lab results (not specified) so the surgeon decided to postpone replacement of the pump. In 2007, the patient was at the hospital to have the pump replaced. Lab results were abnormal (unspecified) and the surgery was again postponed as the surgery would be too risky. The manufacturer representative went to interrogate the pump and found it to be empty and alarming. No withdrawal was evident. The patient's managing physician was contacted and the patient's pump was refilled. The patient was admitted to the ER (reason unknown). The patient's heart had gone into an "abnormal rhythm." The patient expired the following day. Additional information has been requested but was not available on the date of this report.